Manufacturer narrative:
Investigation included complaint handling with technical troubleshooting and user education. Investigation of this case revealed transient communication interruption between the sensor and the ilet with subsequent recovery and acceptable concordance between sensor and capillary readings. It was concluded that the device functioned as designed after a brief sensor communication issue with no patient harm.

Event description:
It was reported that a user experienced a brief sensor issue alarm with a dexcom g7 sensor resulting in signal loss to the ilet, user education and troubleshooting were performed. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical or surgical intervention.